Manufacturer narrative:
(B) (4) (partial deployment). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation on (B) (6) 2009 that an ultraflex covered tracheo-bronchial stent was used during an airway stent placement procedure. According to the complainant, difficulties were encountered while pulling the stent deployment suture. Whenever the stent deployment suture was pulled, the catheter bowed. The stent was partially deployed approximately 20%. However, the more the suture was pulled to release the stent, the more the catheter / delivery system bowed. There were not able to be released into position. The physician decided to remove the stent system. The procedure was completed with another ultraflex covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.